Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose was 400 mg/dl. The customer experienced the symptoms related to high blood glucose such as nausea. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The troubleshooting was offered to the customer but, customer declined. The insulin pump will not be returned for analysis.